Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file captured a no external power alarm on 24mar2026 that activated while connected to the mpu due to both white and black power lead voltages steadily decreasing, consistent with a loss of ac power. The alarm cleared after ac power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms regarding the mpu active in the log file. Provided information reported that the patient had accidentally unplugged their mpu. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Available information stated that the root cause for the reported event was determined to be due to user error, the patient disconnected their mpu from ac power. The relevant sections of the device history records for the mobile power unit were unable to be reviewed as no serial number was provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook, document are currently available. The IFU section 3 and patient handbook section 3, both entitled ¿powering the system¿ caution the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. These sections also state how to properly provide power to the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. The IFU section 7, entitled ¿alarms and troubleshooting¿, and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an alarm on (B)(6) 2026 at 13:49 when the patient accidentally unplugged their mobile power unit. The alarm stated "replace backup battery" and resolved on its own. Log files were sent for review. The log file captured the no external power events reported due to disconnect of the mpu alternating current (ac) power cord. The emergency backup battery (ebb) fault was a result of the ebb being unable to be charged due to the mpu ac power disconnected.